Manufacturer narrative:
(B)(4) device evaluation summary: representative unopened sample of product code w9552, lot # jl5dwcm was received for analysis. The issue sample was not returned for evaluation. The representative sample was examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and during the visual inspection the needle/suture combination was correctly placed on the folder. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. According to the sample condition the assignable cause cannot be determined since no defects were observed on the packet or the suture. Additional information was requested and the following was obtained: did the suture break on both product codes? -------- only code nw2670 broken so alternate code used but it cause infection to patient or did it only break on product code nw2670 as initially reported? -------------- yes did the infection occur only with product w9552 where antibiotics were given? --------- yes attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of the index surgical procedure? The diagnosis and indication for the index surgical procedure? What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Date ¿ time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antiobiotics pre-, intra- or post-operation? Were cultures performed? Results? Other relevant patient history / concomitant medications what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: does "quality is thinner" mean that the suture diameter was thinner? Yes, due to which strength is less. Was any medical or surgical intervention performed to treat the infection? Yes, antibiotics given. How many products for codes nw2670 and w9552 present the issue during the procedure five foils of each code of same batch used and issue was present. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What issue was present on 5 foils? Did the suture break 5 times during use on the one patient? Did the suture break on both product codes? Or did it only break on product code nw2670 as initially reported? Did the infection occur only with product w9552 where antibiotics were given? If this is inaccurate, please provide clear detailed description of the event with products, quantities involved and treatment given.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The patient experienced infection on unknown date and was treated with antibiotics. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Patient codes: (B)(4). Additional information was requested and the following was obtained: 1. The patient demographic info: age, gender, weight, bmi at the time of index procedure? (B)(4). 2. Date and name of the index surgical procedure? (B)(4) 2018, (re) lateral rectus muscle recession and (le) lateral rectus muscle recession with medial rectus muscle resection 3. The diagnosis and indication for the index surgical procedure? Intermittent exotropia phase 3 4. What tissue location of the placement of suture? All three rectus muscles, for each rectus muscle separate suture was used 5. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal 6. What were current symptoms following the index surgical procedure? Onset date? Redness and swelling of (le) lids 10 days after the procedure, discharge appeared after 2 more days date ¿ time of onset of infection from the surgical procedure? Purulent discharge noted over le lateral rectus muscle insertion point on (B)(4)2018 7. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No 8. Did the patient receive any prophylactic antiobiotics pre-, intra- or post-operation? Preoperatively ¿ moxifloxacin eye drop for one day intraoperatively ¿ ciprofloxacin eye ointment at the end of surgery postoperatively ¿ moxifloxacin eye drop 6 times a day for one week and 4 times a day thereafter 9. Were cultures performed? Results? Yes staphylococcus aureus 10. Other relevant patient history / concomitant medications other medications were prednisolone eye drops 6 times a day and lubricants 4 times a day 11. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Since the same surgical instruments were used in all three muscle surgeries and infection happened in only one muscle, the surgical instruments are not considered as the source of infection. Since different 6-0 vikryl sutures were used for each muscle, t could have been a source of infection. 12. What is the patient¿s current status? Wound exploration with drainage of pus and microbiological investigations done. Patient has recovered with intravenous amoxicillin and clavulanate antibiotic over 5 days. At last follow up patient had recovered completely with good result of squint surgery